Manufacturer narrative:
(B)(4). Insulin pump passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, hardware low level failure alarm confirmed in pump history due to broken trace on keypad assembly.

Event description:
Customer reported that the insulin pump had hardware low level failures alarm. The customer¿s blood glucose was 131 mg/dl. The customer was assisted with troubleshooting. Customer stated that insulin pump was not dropped or bumped. Customer stated that insulin pump was not exposed to a high magnetic field. Customer reports they were able to clear the alarm, able to rewind the pump. Customer stated that displacement test was passed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per healthcare professional instructions. The device will be returned for analysis.